Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer's insulin pump was alarming no delivery while priming. Customer states that they have change the reservoir and infusion set, yet issue has continued. During troubleshooting, customer was asked to disconnect and reconnect reservoir from the infusion set to verify if connections is secure. Customer states connection was secure. Next, customer was asked to manually push reservoir plunger and verify if insulin exited. Customer stated insulin did not exit. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.